Event description:
A snowden-pencer small breast retractor was used during a breast reduction and reconstruction. The scrub, did not ask to have the light turned off when the lighted retractor was not in use. It was laid on the patient's abdomen where the heated retractor burned the patient in several areas on the lower right quadrant of her abdomen. The circulating nurse saw the light on and turned it off. Several minutes later the doctor asked, "where did these burns come from." They were already red and blistered. This is not the first time our facility has experienced burns from a lighted retractor. This kind of burn has occurred with different retractors and different manufactures. We wanted to report this as a warning to other facilities. Care must be taken when using lighted retractors in that they can become quite hot during use.